Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
Healthcare professional (hcp) reported "leaking around the 0.2 micron filter attachments". Event occurred during infusion. Device operator was the patient. Medication being infused was 5fu. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.